Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Subsequently, the rv lead and device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the medical adhesive (ma) from the proximal end of the distal shocking coil and ma separation from the distal end of the proximal shocking coil. Laboratory analysis determined this damage likely occurred during the explant procedure. Laboratory testing was unable to reproduce the reported noise oversensing.